Manufacturer narrative:
The insulin pump powered up properly and no blank display or gray display noted. The battery cap fits and removes properly in the battery tube. The pump was received with the operating currents within spec and passed self-test, unexpected error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The pump was monitored and no unexpected blank display, gray display, or display anomalies noted. No damage was found on the lcd isolation tape during visual inspection. The pump was received with minor scratched lcd window and scratched reservoir tube window.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 200's mg/dl. Customer was hospitalized from a bone infection. Customer was treated at the hospital. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was performed and it was found that the pump had a blank display. The insulin pump was returned for analysis.